Manufacturer narrative:
No button error alarm noted. Device had unresponsive buttons due to flattened (no creased) down button dome switch. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.